Manufacturer narrative:
Correction to 4. Lot # unknown, to: x3119 and (UDI#) (B)(4). Visual examination of the returned pack found the tip protector loose in the bag and the needle was not bent. The port window was in the opened position and there was dried solution visible all over the cutter, needle, collection cassette and tubing. The cutter looked used, as there was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system and showed the cutter had good clean cuts throughout the various cut rates and had good aspiration. The cutter and pack assembly are not blocked with flow through all of the tubing and the cutter. This assembly performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Manufacturing and sterilization records were reviewed and found to be acceptable. No corrective action required.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The device has been requested for evaluation. This investigation is ongoing. See related report- 0001920664-2023-70026.

Event description:
It was reported by the user facility that the cutter's aspiration was not working. Aspiration stopped and complete removal of the lens was not possible, therefore a secondary surgery was required. The second surgery went fine, with no issues removing the remaining lens fragment. Surgery was a success.